Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose value was unknown. Customer states drive support cap appears to be normal. Customer receive weak battery alarm and no delivery alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. No unexpected weak battery alarm or low battery alarm noted. However, device had intermittent failed battery test alarm due to corroded battery tube. The motor functions properly during testing. No drive/motor anomaly or motor error alarm noted during testing. The motor was tested outside of the unit and passed. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.